Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump had a blank screen after a failed battery test. During troubleshooting the device display returned. A new battery cap was sent to rule out the original battery cap being the cause of the anomaly. The insulin pump alarmed failed battery test during troubleshooting. The customer was advised to monitor the insulin pump closely. The customer's blood glucose value was 74 mg/dl. No further information was provided.